Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The ta sheath model and size is unknown. Possible sheaths used, ascendra introducer sheath set, PMA p110021, ascendra+ introducer sheath set, PMA p130009, or certitude introducer sheath set, PMA p140031. Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that the removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided from the brief article, the cause of the hematoma is unknown but may be related to operational context and patient factors. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference: manivarmane, ramasamy, et al. "A slowly growing mass in the left chest wall: additive value of real time myocardial contrast echocardiography." European heart journal-cardiovascular imaging 19.8 (2018): 956-956.

Event description:
As reported by the edwards european affiliate, for the article: ¿a slowly growing mass in the left chest wall: additive value of real time myocardial contrast echocardiography¿. A (B)(6) man with mitral valve repair in 2005, developed worsening mitral regurgitation and underwent trans-apical mitral valve replacement with a 26 mm sapien tissue valve 12 years later. Two months following the procedure, the patient was admitted with a left pleural effusion, which was drained. A further 8 weeks later, the patient noted a gradually enlarging, painful soft tissue swelling over the left lateral chest. A contrast-enhanced computed tomography (CT) scan of the thorax demonstrated a soft tissue lesion consistent with a hematoma over-lying the left ventricular (lv) apex and extending into the chest wall but no active contrast extravasation was demonstrated. The patient was managed conservatively, follow-up echocardiograms showed a reduction in bubble extravasation and resolving hematoma.